Manufacturer narrative:
Evaluation summary: the analysis results confirmed that one el5ml device was received for analysis and it was noted to have a cracked on the cam that ended fracturing the cam during the analysis. However, the device could be tested for functionality although it fired 1 clip out of the device with proper formation. No conclusion could be reached as to what might have cause the crack on the cam.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device jammed and the clips would not fire after the first firing. A second device was used to complete the case. There was no pt consequence reported.